Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was not impacted. Reportedly, customer changed cartridge and insulin every 7 days. The customer was educated on proper pump supply usage and advised to replace the current cartridge as it was used past labeling. During troubleshooting, a new cartridge was loaded to resolve issue.